Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the pump given a pump error but they were not able to see which error and the pump was blank and it didn't come back on. The customer stated that they bought a new battery but still no power and they also got a battery failed message. The customer stated that display is blank currently. The customer stated that display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No motor anomaly or displacement anomaly noted. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display or unexpected pump error alarm noted. During visual inspection, the electronic assembly and motor had moisture damage. The test p-cap and reservoir does lock in place in the reservoir compartment.